Manufacturer narrative:
(B)(4). Expiration date 07/27/2020. Manufacture date: 8/27/2015. The analysis results found that the cdh29a device arrived in good visual condition with one staple partially formed on the guide face. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were all tissue layers present in both donuts when inspected? No anomalies were noticed during preparation of the device. The yellow indicator was in the middle if the green scale and the tissue was evenly placed in the instrument. During firing the characteristic cracking noise was not clearly detected. After removing the instrument out of situs it was observed that the staple line was completely insufficient. Staples could be observed but they were not completely formed to a proper b-shape. There was no severe blood loss for the patient. The anastomosis was performed in double stapling technique. The patient is fine. No further information is available.

Event description:
It was reported by the affiliate that during a sigma resection procedure, there was an incomplete staple line and some unformed staples. A like device functioned well and was used to complete the procedure. There were no adverse consequences for the patient reported.